Event description:
Caller reported th pump shut down and was not coming on; no low battery warning or empty battery error was displayed. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.